Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Basic occlusion, occlusion, excessive no delivery tests were note performed due to the alarm. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was 156 mg/dl. Insulin was squirting out during the manual prime process. The drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.